Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that there was an alert for non-sustained right ventricular oversensing and noise on the right ventricular lead. It was noted that there was inhibition of one pacing beat per episode. The patient then presented to clinic, where the device was reprogrammed to address the noise. The patient was asymptomatic to the event.